Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. Also, the screen flickered when the device was powered off. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to power up. Also, the screen flickered when the device was powered off.